Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated false high sodium (na), potassium (k), chloride (cl), and/or carbon dioxide (co2) results generated on three (3) separate days ((B)(6) 2013, (B)(6) 2013, (B)(6) 2013). The false high results were reported out of the laboratory and questioned by the physician since the results did not fit the patients' clinical picture. The customer indicated that at least sixteen (16) samples were affected over this time period. This report documents the results generated on (B)(6) 2013. The samples were rerun on an alternate instrument and yielded results within normal range. The customer did not provide any patient data that was generated on (B)(6) 2013. It is unknown if there was any affect to patient or patient treatment in connection to this event.

Manufacturer narrative:
The patient samples are collected in sst tubes and are analyzed fresh and stored at room temperature. The samples are centrifuged by the standard laboratory practice. Quality control (qc) was run prior to and after the event and was within established specifications. A bec field service engineer (fse) was initially dispatched on (B)(4) 2013 and cleaned all the ports in the flowcell due to glue buildup. The fse also found one of the electrolyte injection cup (eic) valves were ripped and the fse replaced it. Additionally, the fse replaced the sample probe and wash collar. After the customer informed bec that the issue was still ongoing, the fse revisited the customer site on (B)(4) 2013. The fse cleaned the flowcell and eic, replaced the eic spacer and quad ring, modular chemistry (mc) sample probe and ratio pump. Per the customer request, the fse additionally replaced the k and calcium (ca) electrode tips. Failure mode is unknown, multiple parts were replaced and actions taken, any of which could have caused or contributed to the events. The following mdrs are associated with this event: 2050012-2013-00513, 2050012-2013-00514.